Event description:
Discordant, falsely elevated sodium (na), potassium (k) and creatinine (crea) results were obtained on one patient sample on a dimension exl 200 instrument. The sample was from a patient in an emergency room. The discordant results were reported to the physician(s). Upon the physician(s) request, a new sample was obtained from the patient and was tested on the same instrument, resulting normal. The original sample was repeated on the same instrument and correlated with the result obtained on a new sample for sodium, while still resulting high for potassium and creatinine. The patient was discharged from the emergency room and no medications were given to the patient. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and creatinine results.

Manufacturer narrative:
The initial MDR 1226181-2015-00380 was filed on june 23, 2015. Additional information (07/01/2015): a siemens headquarters support center (hsc) specialist reviewed the solid state multi-sensor instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated sodium, potassium and creatinine results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer indicated that the original sample was not re-spun prior to the retesting and the same centrifuge was used for all the samples. Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely elevated sodium, potassium and creatinine results on one patient sample is unknown.